Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2007. A addr01, implantable pulse generator (ipg), (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to endocarditis. The organism and source of the infection are unknown. No further patient complications have been reported as a result of this event.